Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device history record review: a device history review was performed, and no non-conformances were detected related to the reported condition. Investigation summary: the device was not returned for evaluation. However, a video was received. The video was reviewed and compered to a known good unit. Since the power module 05.001.202 was inside the handpiece a visual statement could not be given. A review of the video revealed that the handpiece where the power module is inserted was running without the trigger being pressed. At this stage of the investigation the root cause for the found defect could not be fully determined, based on the provided information. Furthermore, the investigation was only based on the provided video, further assessment will be performed if the device is received. The reported condition of the device having an unintended activation/motion was confirmed. However, an assignable root cause was not established.

Event description:
It was reported from colombia that the power module device was permanently activated without pressing any button. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).